Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During a manikin use, the autopulse platform (sn (B)(4)) displayed user advisory "(ua) 02" (compression tracking error) after one compression. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory "(ua) 02" (compression tracking error) was confirmed in the archive data but was not confirmed during functional testing. The reported ua02 advisory message was not replicated during testing, and the autopulse platform functioned appropriately and as intended. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The review of the archive data revealed that the autopulse platform was powered on and displayed ua02 advisory message multiple times around the customer's complaint date, confirming the reported complaint. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The archive revealed the take-up target and the (max load sum exceeded 43 lbs. Calculated [count/2.52/2.2=kilos]) confirmed the size of the patient/object is too small and light in weight during the take-up/compression. Therefore, the probable root cause of the reported ua02 advisory message could be due to a light in weight foamy mannequin used. The autopulse passed the preliminary functional test without any fault or error. The autopulse was further tested by being subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) equivalent to 280 for 30 minutes, and no device deficiencies found during the evaluation.